Event description:
The surgeon inserted a three piece collamar lens model cq2015 and posterior capsule tear occurred. A vitrectomy was performed and the incision was enlarged when the iol was removed. The surgeon used another lens to complete the surgery.